Manufacturer narrative:
(B)(4). This is a report of air bubbles in the patient line that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was reported that there were air bubbles in the patient line during drain one of peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the event. During troubleshooting, it was discovered that there was an open clamp on an unused supply line and it was not capped. Proper procedures per the user manual were reviewed with the patient. The patient planned to restart therapy using new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.